Event description:
On (B)(6) 2025, the user reportedly experienced a severe hypoglycemic event following a supply change. Although the event was reported by the user's healthcare provider as "severe," the user later confirmed they did not lose consciousness and could not recall specific symptoms. No emergency medical intervention was required, and the user remained on the ilet.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.